Event description:
Medafor became aware of a possible adverse event on (B)(6) 2014. The report was communicated by a sales representative. As reported: a sales representative was told by a surgeon experience abscesses after use of arista ah.

Manufacturer narrative:
Medafor has made three attempts to contact the physician. As of the date of this report, the physician has not responded to any of the attempts. If medafor becomes aware of any additional information relating to this report, a supplemental report will be submitted.